Manufacturer narrative:
The lead was explanted, and is not expected to be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this lead had dislodged. A revision procedure was performed to replace the lead. During the revision, it was also noted the lead had perforated into the patient's pericardium. No adverse patient effects were observed.